Manufacturer narrative:
E.1.initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ fx40 instrument that there was a false negative. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary a results failure was reported on a bactec fx40 instrument (p/n 442296, s/n (B)(6). The customer reported a false negative. Bd remote services checked the error history, but no errors occurred. Bd remote services guided the customer to prepare a positive bottle and asked for a test to see if it was positive. In a follow up call no report of recurrence of the problem was reported, there were no instrument errors. This is an unconfirmed failure of a bd product. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required because the part that allegedly failed is not tested as part of the manufacturing process but is shipped separately and tested during installation. Service history review for this instrument was completed and revealed no previous complaints related to false negative. Complaints for results are within statistical control for the month of (B)(6) 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for bactec fx40 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported when using the bd bactec¿ fx40 instrument that there was a false negative. No patient impact reported.